Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow up, the device was found to be in backup vvi (bvvi) mode suspected to be due to magnetic resonance imaging (MRI) exposure. The bvvi resulted in a loss of high voltage therapy. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the device was not programmed to MRI settings prior to the MRI procedure.